Manufacturer narrative:
(B)(4). D10- medical product: biomet cc cruciate tray 75mm, item# 141234, lot# j6043459, bmet arcom ap pat 3pst 31mm sm, item# 11-150840, lot# 160190, e1 vngd ps tib brg 71/75x10, item# ep-183640, lot# 879940, cobalt g-hv bone cement 40g, item# 402283, lot# 745920. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that the month following a left total knee arthroplasty was performed, a patient was admitted to the hospital for treatment of left leg dvt. Attempts to obtain additional information have been made; however, no more information is available.